Event description:
It was reported that: "surgeon was beginning entry hole for insertion of im rod into the femur. Surgeon placed drill bit at desired point and began drilling. Drill point inserted into the knee and then broke off into the pt. Drill point was then retrieved by the surgeon without harm to the knee. Surgeon then used another drill (same type from triathlon) from another set to finish entry hole."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.